Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) hospital reported the following issue with pu-621ra; sn-(B)(4), from patient monitoring: the cns has a display that does not turn on at all. They stated that the power ups went down and were trying to connect the cns directly to an ac outlet to get it back up and running. However, the display was blank and dark, even when turning on the cns tower. The cns tower lights up and indicates power running through normally but nothing displays on the screen. Investigation conclusion: the possible cause of the issue could be a faulty display screen since the power to the cns was tested to be "on" and the cables were tested as well. The display screen connected to the cns is usually a 3rd party accessory, supplied and acquired locally. This does not suggest a deficiency of the cns. The overall risk of this event, taking into consideration of severity and probability, is "medium". The following fields are not applicable (na) to the MDR report: d4 lot number & expiration, g4 device bla number. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. D10: concomitant medical device. Attempt #1 on (B)(6) 2021, 02:01pm, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on (B)(6) 2021, 06:17am, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 on (B)(6) 2021, 09:57am, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a display that does not turn on at all. They stated that the power ups went down and were trying to connect the cns directly to an ac outlet to get it back up and running. However, the display was blank and dark, even when turning on the cns tower. The cns tower lights up and indicates power running through normally but nothing displays on the screen. Nihon kohden technical support (tech support) had them to try to swap out the dvi cables and power cables of the display and nothing worked. They will go ahead and connect a different display to see if they can isolate the issue from either the display or the cns. They will email a picture of the back tower connections to see if cables are connected in wrong ports which could be the issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a display that does not turn on at all. They stated that the power ups went down and were trying to connect the cns directly to an ac outlet to get it back up and running. However, the display was blank and dark, even when turning on the cns tower. The cns tower lights up and indicates power running through normally but nothing displays on the screen. Nihon kohden technical support (tech support) had them to try to swap out the dvi cables and power cables of the display and nothing worked. They will go ahead and connect a different display to see if they can isolate the issue from either the display or the cns. They will email a picture of the back tower connections to see if cables are connected in wrong ports which could be the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. .

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a display that does not turn on at all. They stated that the power ups went down and were trying to connect the cns directly to an ac outlet to get it back up and running. However, the display was blank and dark, even when turning on the cns tower. The cns tower lights up and indicates power running through normally but nothing displays on the screen. Nihon kohden technical support (tech support) had them to try to swap out the dvi cables and power cables of the display and nothing worked. They will go ahead and connect a different display to see if they can isolate the issue from either the display or the cns. They will email a picture of the back tower connections to see if cables are connected in wrong ports which could be the issue. No patient harm was reported.